Event description:
Information was received indicating that this ambulatory infusion pump exhibited under infusion. The pump was set to deliver 92 milliliters; however the actual amount delivered was 81.5 milliliters. No adverse patient effects were reported.